Event description:
During coil embolization within a large 2.3cm aneurysm at the basilar vertebral junction, the 1st gdc 18 x 20 was initially advanced easily into microcatheter (mc), but after manipulating back and forth the coil became lodged in the mc. Continuous flush was maintained within the mc. The delivery system and mc were removed as one unit from the pt's vessel. Another prowler 14 mc was used and two other coils were placed successfully. There was no report of pt injury.